Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an upstream occlusion. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a degraded downstream occlusion (dso) seal, scratched lcd lens, and a broken battery compartment. The event history log (ehl) was reviewed. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to contamination. As a result, the upstream occlusion sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.